Event description:
Nurses were giving patient care in patient's bed. While turning patient in clinatron bed, nurses heard a loud pop and that is when the contents of the mattress (silica) came out and covered patient, bed frame, and floor. Fortunately, no silica got under the patient's dressing (covering a large open wound).